Event description:
Customer reported: I would like to inform you that during our incoming inspection we have found damaged syringe, the plunger is broken.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 10/15/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This complaint was confirmed based on the defective sample provided by teh customer. As a result, scar (B)(4) was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. The investigation concluded that the event was an isolated issue and could not be link to a specific step in the manufacturing process. However, for continuous improvement, personel were retrained on inspection criteria.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.